Event description:
A pump memory error was reported; the pump memory alarm was sounding. Telemetry indicated that the pump was stopped for 158 hours; it was unclear at this time if this was manually initiated by another physician. The pump was reprogrammed successfully; the drug being delivered is reported as dilaudid (1.5 mcg/day). Add'l info revealed that the pt experienced withdrawal; pt recovered without sequela. Per the pt, the pump stopped the day they took a "hot shower".

Manufacturer narrative:
(B) (4).